Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The user reported replace sensor error message with the freestyle librelink application. Successfully scanned the sensor and received glucose readings in the application (ios 16.3.1, 2.7.3.3641). No issues were identified with librelink application. Thus the complaint was unable to reproduce. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an iphone 13 pro phone with ios/android operating system version 16.3.1. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "disoriented", "shaky", and was unable to self-treat, requiring treatment of orange juice by an unspecified third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an iphone 13 pro phone with ios/android operating system version 16.3.1. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "disoriented", "shaky", and was unable to self-treat, requiring treatment of orange juice by an unspecified third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.